Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller on how to press the button properly. Despite the instructions, the button remained difficult to use, so a replacement pump was arranged. The caller acknowledged and understood the procedure to put the pump into storage mode and was instructed to return the defective pump using a pre-paid label within ten days. No backup insulin therapy was available, and caller planned to consult a healthcare provider for guidance.